Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer. The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported that "masimo handheld oximeter (rad-57) picked up a heart rate but the saturation remained 30 percent, prompting an increase oxygen to 100 percent during resuscitation ; patient transferred to nicu, receiving ppv via et tube at 100 percent saturation level; upon arrival to nicu, saturation level read at 66 percent."